Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The high voltage cable connectors were regreased and a filament calibration was performed. The system was tested and found to be working as intended and put back into service. The malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system intermittently continued to fluoro after the handswitch was released. No pt injury was reported.